Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve gastrectomy, despite the usual security measures, the stapler locked abnormally on the calibration tube. It was stated that after the second and third reload, the calibration tube was difficult to remove between the reload. The anesthetist pull the calibration tube and the surgeon pulled the stomach too. They need to pull heavily on the calibration tube which eventually releases. A re-surgery was done. The event also resulted to patient¿s hospitalization.